Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. A patient received an inappropriate shock. The patient was in asystole prior to the shock. CPR/motion artifact contributed to the false detection. The response buttons were not pressed during the event.